Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient daughter stated the patient¿s values are 20-50 points different. The patient¿s daughter stated on (B)(6) 2019, she found the patient on couch unresponsive and seizing. The paramedics were called, his cgm displayed high; however, his bg per emergency medical services (ems) was 27 mg/dl. Unspecified medical intervention was provided at the scene. The patient had since then experienced cognitive deficiency because the hypoglycemic event that resulted in a loss of consciousness for an unknown length of time. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.